Manufacturer narrative:
Other relevant device(s) are: computer was returned, but analysis was not yet completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was showing no input detected on boot up. They attempted to reboot a few times with the same result. No patient was present at the time of the event.

Manufacturer narrative:
The computer was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The computer boots normally to the application screen. The computer booted multiple times during burn-in testing. No "no input" messages were observed. No error messages received. No failures found. If information is provided in the future, a supplemental report will be issued.